Manufacturer narrative:
(B)(4). The actual lot number is unknown. However, the last five lot numbers sold to this customer are: 71f16f2013, 71f16g1292, 71f16h1427, 71f16j1516 & 71f16k0977. It is unknown if the device sample is available for investigation since the device is already for evaluation in the police headquarters (B)(6).

Event description:
A report was received that during a procedure, the patient exhibited signs of paralysis and an air embolism was diagnosed (CT scan). The user communicated that the central venous catheter could have been leaky. The patient expired on (B)(6) 2016 and a forensic autopsy will be performed. It is unknown if the device is available for evaluation.

Manufacturer narrative:
(B)(4). No sample was returned; therefore, no testing of the sample in question could be performed by the teleflex complaint investigation laboratory. However, testing was performed on the complaint sample (catheter) by a third party laboratory in (B)(6) under direction of the (B)(6). The report states that no problem was found on the catheter tested. A device history record (DHR) review performed based on the sales history of the customer did not reveal any manufacturing related issues. No conclusions can be drawn based on the information reported and without a sample.

Event description:
A report was received that during a procedure, the patient exhibited signs of paralysis and an air embolism was diagnosed (CT scan). The user communicated that the central venous catheter could have been leaky. The patient expired on (B)(6) 2016 and a forensic autopsy will be performed. It is unknown if the device is available for evaluation.